Event description:
Surgical pen from gor pack not functioning effectively, delay in start of cutting. Second surgical pen selected not from gor pack, problem persisted. Delayed start with sudden power surge.